Event description:
During patient's colonoscopy procedure, multiple polyps were stuck in the filter section of the boston scientific trapease single chamber polyp trap device. Subsequently, the polyps could not be retrieved to be placed into the specimen container at that time. The polyps were retrieved by setting up a new suction set up with sterile water and using a nasotracheal suction catheter.